Event description:
Device 2 of 2. Reference MFR report#: 1627487-2011-05317. The pt received her scs system on (B)(6) 2011 including an ipg and a paddle lead. It was reported that the pt experienced pain at the top of her lead incision site periodically. She also experienced bursting and draining of fluid at the incision site. The pt described the fluid as being yellow and dime sized. As a result, the pt was hospitalized on (B)(6) 2011 to resolve the issue. A culture was taken but the results are unk. The pt's doctor cleaned the lead incision site with antibacterial wash. She stayed overnight in the hospital while being treated with IV antibiotics and her infection has been resolved.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality; therefore, the device was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.